Event description:
The user facility reported two patients that underwent a colonoscopy of pain several days after the procedure. Both patients were suspected by the user facility of having contracted chemical colitis. Both patients were subsequently evaluated by a sigmoidoscopy for evidence of chemical colitis, and a tissue sample was collected for the second patient only. The first patient was reported as negative for chemical colitis. However, the user facility reports the second patient was positive for chemical colitis by evaluation criteria which is unk to olympus. The pt was admitted to the hosp after the sigmoidoscopy.